Event description:
Device was being set-up at a distributor, on the third defibrillation shock into a test system there was a loud noise emitted from the device. No pt involvement. No injury to personnel testing unit. Return of unit has been requested.